Event description:
The nurse reported that all tiles on the central nurse's station (cns) were displaying comm loss; the cns was monitoring bedside monitors (bsms) that were in patient use.

Manufacturer narrative:
Details of complaint: the nurse reported that all tiles on the central nurse's station (cns) were displaying comm loss; the cns was monitoring bedside monitors (bsms) that were in patient use. All bedsides were visible in the monitoring settings tab of the rns. When the nurse returned to the cns to check the host table, she confirmed that all the bedsides were back up and visible on the cns. Nk ts noted that the customer still had an open ticket from a previous intermittent communication loss incident on the same cns. Nk ts advised the nurse to inform their biomed team of this second incident. The issue was resolved. Service requested / performed: troubleshooting. Investigation summary: communication loss could occur when a switch becomes defective. Switches are used to connect multiple devices into the same network. The defective switch was replaced, and the issue of communication loss was resolved. Switches are not nk products and are not medical devices. No further issues of communication loss were reported for this cns. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The nurse reported that all tiles on the central nurse's station (cns) were displaying communication loss; the cns was monitoring bedside monitors (bsm(s)) that were in patient use. All bedsides were visible in the monitoring setting tab of the rns. When the nurse returned to the cns to check the host table, she confirmed that all of the bedsides were back up and visible on the cns. Nk ts noted that the customer still had an open ticket from a previous intermittent communication loss incident on the same cns. Nk ts advised the nurse to inform their biomed team of this second incident. The issue was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were used in conjunction with the cns and were not the devices that experienced the failure. Bedside monitors: model #: ni, s/n: ni, approximate age of the device: ni, device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The nurse reported that all tiles on the central nurse's station (cns) were displaying communication loss; the cns was monitoring bedside monitors (bsm(s)) that were in patient use.